Manufacturer narrative:
Further information (incl. Patient data) has been requested and the investigation is ongoing. The case occurred in the same hospital as case #: (B)(4). A supplemental emdr will be sent when the investigation is completed. Device at customer site.

Event description:
It has been reported that there are arterial blood pressure differences between the pulsioflex and patient monitor when using the proaqt sensor. The distributor checked settings, zeroing, and connection, but there was nothing missing or error. But fortunately, after changing the proaqt sensor cable, the ap gap was reduced. Before changing the proaqt sensor cable, the ap difference was about 20mmhg pulsioflex [129/38(73)], patient monitor[109/50(73)]. And after changing the cable the ap is pulsioflex [108/42(64)], patient monitor[105/51(73)] during the same condition. No harm or clinical consequences occurred. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Further information such as initial reporter name and occupation as well as serial number of the device has been provided. The related pulsioflex device has not been returned on customer wish, only the used proaqt sensor cable. The proaqt sensor cable has been inspected. No deviation could be detected. The cable transferred the applied pressures correctly. Further investigation ongoing. A supplemental emdr will be sent when the investigation is completed. H3 other text : pulsioflex not returned, only proaqt sensor cable.

Event description:
Manufacturer reference: # (B)(4).

Event description:
Manufacturer reference: #(B)(4).

Manufacturer narrative:
It has been reported that there are arterial blood pressure differences between the pulsioflex and patient monitor when using the proaqt sensor. The distributor checked settings, zeroing, and connection, but there was nothing missing or error. But fortunately, after changing the proaqt sensor cable, the ap gap was reduced. Before changing the proaqt sensor cable, the ap difference was about 20mmhg pulsioflex [129/38(73)], patient monitor[109/50(73)]. And after changing the cable the ap is pulsioflex [108/42(64)], patient monitor[105/51(73)] during the same condition. No harm or clinical consequences occurred. The complaint rate is very low not indicating a systematic adverse trend (< 1%). The involved proaqt sensor cable (B)(4) has been returned and inspected. Functional test has been performed by applying different air pressures (50 mmhg, 100 mmhg, 200 mmhg, 375 mmhg) to the proaqt sensor and cable and check the values on a calibrated pulsioflex monitor. No deviation could be detected. The cable transferred the applied pressures correctly. Based on that, a malfunction of the cable is excluded. The used pulsioflex has not been returned. Information has been received stating that they have been using pulsioflex without problems so far. This does not indicate a malfunction of the device. But as the product has not been returned, it is not possible to identify if the device had any malfunction or deviation from specification. A video and pictures have been provided and reviewed. However, they are not indicating any potential root cause. The described value deviation of pulsioflex [129/38(73)], patient monitor[109/50(73)] indicates to be caused or contributed by an difference in the algorithm concept between bedside monitor and pulsioflex. Thereby physiologically/clinically not clearly justifiable which procedure is to be preferred. To date, there is no indication that the different algorithm concept results in a critically high value deviations of the apmean. The root cause for the value deviation reported after the cable change could not be clarified. As stated above, information has been received stating that they have been using pulsioflex without problems so far. This does not indicate a malfunction of the device. As the product has not been returned, it is not possible to identify if the device had any malfunction or deviation from specification. A DHR review did not reveal any nonconformity or deviation from specification relevant to the reported issue. It is not known if a handling error during use contributed or caused the value deviation of pulsioflex [108/42(64)], patient monitor[105/51(73)]. The applicable IFU indicates: ¿if a zero adjustment is not performed, the blood pressure values may be incorrect. Zero adjustment of the pressure transducer is mandatory.¿ and ¿when the picco module for the pulsioflex is also connected to a bedside monitor, perform a zero adjustment of the pulsioflex before zeroing the bedside monitor.¿ according to hospital explanation, it has been correctly zeroed. No information about patient factors has been provided. It is not known if they contribute to the situation. The exact root cause could not be determined. The complaint investigation has been performed to the most possible extent. Overall, the hypothesis for justification of reporting could not be confirmed during investigation. Deviations of under 10 mmhg for the apmean are not considered as relevant when assessing harm. This is based on the assertion that deviations of only a few mmhg will not lead to differing therapy decisions and therefore not likely to result in death or serious injury. Overall, investigations did indicate that the device failed to meet its specification when the problem occurred (in a sense that the monitor has not been returned, therefore a malfunction can neither confirmed nor negated). Therefore, a relationship between the device and the complaint cannot be excluded. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. The issue will be further monitored on the market in order to identify trends. With the information stated above the complaint will be closed.